Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the passive planar probe was not tracking correctly. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned probe resulted in no failure found when analyzed. Analysis states that there are no apparent damage and when tested, returns good geometry and divot error readings. If information is provided in the future, a supplemental report will be issued.